Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level (bg) was recorded as high, and customer's clinic administered an insulin injection to address elevated bg. Customer reverted to using an alternate method of insulin therapy.